Event description:
It was reported that the abutment screw fractured in the implant. The screw was drilled out of the implant. Tooth location 9.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One gold-tite tm hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn down and contains debris. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case gold-tite tm hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which led to implant thread damage. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.